Manufacturer narrative:
Additional information: . The reported event of incomplete coaptation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 the physician implanted a trifecta gt. After the implantation was completed, the physician noticed there was no coaptation of the leaflets. An echo was not performed due to issues with the patients esophagus. The patient is currently stable.